Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation with an unknown mentor saline prosthesis experienced right sided deflation post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 425cc saline prostheses was performed on (B)(6) 2012. A subsequent deflation with the replacement implants was reported under 1645337-2021-07555.